Manufacturer narrative:
.

Event description:
The customer reported via telephone call that the blood glucose had been low. The most recent blood glucose was 103 mg/dl. She reported an incident where the paramedics were called due to a blood glucose of 32 mg/dl. The customer was treated with two tablespoons of sugar. The customer requested assistance with programming and was advised to follow up with a health care practitioner. The customer was not hospitalized.